Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported recurring error c-26 on the erbe during a procedure. Replacing the monopolar cords and power cycling the unit did not resolve the issue. System logs confirm repeated instances of error c-26. Fse visited the site and replaced the erbe generator due to intermittent c-00 and c-26 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to that the issue was confirmed in the field, but no visible defects were found during inspection. The erbe functioned normally during testing, energizing all ports and instruments. Since it's an original equipment manufacturer (OEM) product and cannot be opened on site. The unit will be sent to the OEM for further investigation. The complaint was not confirmed based on failure analysis. The probable cause of error c-26 is attributed to a faulty erbe generator. This error indicates the power values measured by high frequency generator and by power supply don't match. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeated error c-26 on the integrated electrosurgical unit erbe. The customer replaced the monopolar energy cables and power cycled the erbe but the issue remained. The technical service engineer confirmed the reported error in the system logs. The procedure was completed with no reported injury.